Event description:
Litigation alleges the following on account of the asr right hip implant: the implant did not stay attached to the bone in the patient; the implant caused a bone around the implant to fracture; two parts of the implant that move against each other were not properly aligned; the implant caused pain and high levels of chromium and cobalt in the patient.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular cup loosening. Update: (B)(4) 2012 - litigation alleges the following on account of the asr right hip implant: the implant did not stay attached to the bone in the patient; the implant caused a bone around the implant to fracture; two parts of the implant that move against each other were not properly aligned; the implant caused pain and high levels of chromium and cobalt in the patient. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.